Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had pieces of lip ring broken. The customer¿s blood glucose level was 163mg/dl. Troubleshooting was performed. Customer stated that reservoir was able to lock in place but 1 side was not level with pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip noted.